Event description:
Damaged tampon was left in the user¿s body- vagina [foreign body in reproductive tract]. Damaged tampon- tampax [device physical property issue]. Case narrative: consumer reported via e-mail that the damaged tampon was left in the body. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.